Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/04/2013 with the following findings: a crack is visible along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 11/04/2013.